Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump was under delivering insulin and the blood glucose was high as 400 mg/dl. The blood glucose was 444 mg/dl at the time of incident and current value was also same. Customer's mother treated for high blood glucose with insulin and syringes. Customer is using a cannula based infusion. Customer's mother stated that, there was suspend on low yesterday before the high started. Customer's mother reported bolus history displays all bolus entries based on their recollection. The insulin pump will not be returned for analysis.